Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Based on the information provided, the cause of the reported issue cannot be determined. Tee confirmed that the implant depth was appropriate. Paravalvular leak is a potential adverse event per the corevalve IFU. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. Potential factors that can influence the presence paravalvular leak include calcification levels in the native vessel and compliance of the aorta and native vessels. The root cause for this report could not be established from the information available. (B)(4).

Event description:
Medtronic received information that two months post-implant the patient was admitted to the hospital for shortness of breath, lower extremity edema, and decreased exercise tolerance. A transesophageal echocardiogram (tee) was performed which revealed moderate aortic paravalvular leak (pvl). It was determined that the implant depth was appropriate. Medications and a salt-restricted diet were initiated. Two and a half weeks later a transcatheter aortic pvl plug closure was attempted with several sizes of the amplatzer plug, but was unsuccessful. The patient will continue to be treated medically.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.